Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was received: (B)(6) hospital, country of event: us, model: lxmc14, device lot number: 28444, date of surgery: (B)(6) 2021, adverse event term: dysphagia, severity: mild, dilation performed: yes, indicate type of dilation? Pneumatic, date of dilation: (B)(6) 2022, drug therapy: yes, outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4); date sent: 3/9/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 28444, and no non-conformances were identified. Additional information received: outcome : not recovered/not resolved -recovered/resolved.

Manufacturer narrative:
(B)(4) date sent: 5/14/2025 additional information: updated log line: 1 updated: severity : mild => moderate